Manufacturer narrative:
The device was returned to the MFR and the event has reported by the customer was duplicated. Corrosion was discovered throughout the entire handpiece. This corrosion likely affected the sockets of the handpiece. Damaged sockets can create a high impedance at the connection between the console and the handpiece resulting in false operation signals to the console. The safety feature is acted on the info fed from the device. The device was repaired and returned to the customer. The DHR review indicated the device passed all testing and inspections as required at the time of manufacture. There were no relevant non-conformance records associated with the release of this device. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure.

Event description:
It was reported that saw was running when it was in safety mode. This was discovered during a procedure. They changed out the handpiece to complete the procedure. There was no medical intervention required and no delay in the procedure.